Event description:
It was reported that after moving the patient from the operating table after implant, the atrial lead had dislodged. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).